Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/importer report # (B)(4) was received with the following information: a (B)(6)-year old female patient was positioned prone in pins with an xxx-headrest mayfield head holder during an unspecified procedure. Surgery began and the surgeons noticed that the neuro navigation was off. Upon further assessment, it was discovered that the mayfield was not where it was originally placed on the patient and had moved, causing the patient¿s head to move during surgery. No injury to patient was reported by the surgeon. The head was repositioned with a different mayfield for the case.

Manufacturer narrative:
The complaint device was not returned for evaluation. A device history record review cannot be performed as the lot number was not provided nor was the product sent in for inspection. The complaint is unconfirmed. Root cause analysis can not be performed at this time.

Event description:
N/a.